Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual and functional inspection was performed. The operator was unable to confirm customer problem, the returned pump did not display any errors on power up or in the pumps error log and there were no reports on any unusual messages being found in the pumps event history log. No problems were found with the pump unexpectedly powering down (breakdown). The pump passed all tests and was found to be operating properly.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed after one month of use. The pump was the tested at the customer's site which confirmed that the pump was broken down. There was no patient involvement.